Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of non-displayable history on the insulin pump. The customer's blood glucose level was unknown. The mother stated that there was no bolus or basal reading on the pump's history. The customer stated that he tried to deliver bolus, however the displayable history in the pump only goes far back to (B)(6) 2015. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with a47 alarms due to corrupted history files. The insulin pump was received unable to download to the carelink software due to a47 alarms. However, the insulin pump was programmed with multiple boluses and basal rate and all registered properly in the daily total history also, matched properly with the units left on the status screen noted. No history anomaly noted. The insulin pump has cracked case at the display window corners, battery tube threads and minor scratched display window.